Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was unable to confirm any free flow or over delivery behavior by the pump. During the investigation a 40 psi test was performed to check the pump for potential free flow and passed. Mmdg cannot replicate the complaint or find any indication that it occurred as reported. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was dripping fluid while turned off. They stated that the administration set was placed in the pump and the platen door was closed, and free flow occurred at this time. Mmdg did follow up with the initial reporter who stated that this did not occur while the pump was in use, and that no patient had been affected. (B)(4).